Event description:
Customer reported hospitalization due to high blood glucose. The current blood glucose reading is 299 mg/dl. Customer had ketones. The blood glucose reading at the time of the event was 600 mg/dl. Customer was thirsty, nauseated, stomach pain, urinating and confused. Diagnosed diabetes ketoacidosis. Hospital treated with manual injections. During troubleshooting, time and date correct. Programming correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.